Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two of the heartstring iii seals did not roll properly. A third replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4). Model: hsk-3043, cat: na, serial: ni, lot#: 25048766, expir date: 12/31/2012. Other: na.